Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that lip of reservoir ring was broken. The customer¿s blood glucose level was unknown. Troubleshooting was performed for damage and noticed the reservoir did not lock in place. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received unable to perform the displacement noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted. The information that provided date of incident with the initial report was incorrect. The correct information has been included with this report.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.